Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. The dhrs (device history review) for the freestyle libre reader, and kit pack for verification of the correct cable and adapter were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. The date of event is unknown. The date entered in section b3 ./ 1.2 is "last week" prior to the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the adc device. Customer was unable to obtain readings due to a fast-draining battery. As a result, customer experienced from convulsions and had blurred image. As a result, the customer was unable to self-treat and received insulin injection (dose not specified) by a third-party for treatment. No further treatment was required. There was no report of death or permanent impairment associated with this event.